Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to perform any tests due to blank display. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The insulin pump was dropped in the lake. Fluid was under the lcd display. Customer's blood glucose level was 120 mg/dl. The customer was on her backup plan for three months. The customer was advised that the device would be replaced and agreed to return the product for analysis.